Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited shorted output stage detection alert due to possible electrocautery damage, electromagnetic interference (emi) oversensing and the right-atrial (ra) lead exhibited sensing of signal artifacts. Further information was requested but wasn't received.